Event description:
It was reported that immediately post implant, oversensing of noise was observed and found to occur when the patient took deep breaths. Programming changes were made and the patient was discharged. At a subsequent follow-up, the lead functioned normally and no oversensing was present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.